Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, there was a thrombosis and the patient died. The patient had a 2.75x20mm taxus express2 drug eluting stent implanted in the circumflex (cx) artery. Nine days later, the patient presented to a different facility with angina. The patient was given plavix and nitroglycerin. Two days later, the patient was transferred to the hospital where the stent was implanted. Angiography was performed and the physician found thrombosis inside the previously implanted stent. Angioplasty was done; however, the patient coded and died. It was reported that the physician felt the thrombosis and death were not related to the taxus stent, but were related to the patient not taking plavix. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.